Event description:
It was reported that following an ipg explant procedure (MFR. Report number: 3006630150-2023-00790), the physician suspected infection at the lead site as the patients symptoms had gotten worse. Additional information was received that patients symptoms were not device related. The patient underwent a revision procedure wherein the lead was explanted and a new spinal cord stimulator (scs) system was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility.

Event description:
It was reported that following an ipg explant procedure (MFR. Report number: 3006630150-2023-00790), the physician suspected infection at the lead site as the patients symptoms had gotten worse.